Event description:
Pta: target lesion was superficial femoral artery. The vessel was heavily calcified but not tortuous. The patient was female, (B)(6). The stent was partially deployed when the sds ((B)(4), complaint product) was advancing through the sheath (manufacturer unknown) despite the locking pin was still in place. The sds was removed from the patient immediately. The stent was exposed and deployed for approx. 5 mm from the distal end. The procedure was completed using 7 mm smart control successfully without any patient injury.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.